Event description:
Caller reported damage to both the tandem charging cable and wall adapter, impacting charging of the pump. There was no adverse impact to the customer¿s blood glucose level. The customer resorted to using third-party charging supplies, and technical support arranged to replace the damaged charging cable and adapter.